Manufacturer narrative:
Investigation summary: the event unit was not returned for evaluation, however, a sterile sample unit was returned along with a photo of the event unit. In the absence of the subject device, it is difficult to determine the root cause of the incident. Upon inspection of the sample unit, engineering conducted stress testing and noted the unit functioned properly and met design specifications. The exact root cause of this incident could not be determined, however, similar incidents in the past have shown that this incident may have been due to an interruption in the molding process. Applied medical has recently implemented process enhancements intended to minimize the potential for this type of incident to occur during the manufacturing process. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
(B)(6) has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Gastric bypass - "as surgeon was removing trocar (at end of case), the scope clipped the bottom of the cannula. A piece fell off inside the patient. I am meeting w/ the doctor tuesday to get more info directly from him. All this info came from a scrub in the room." Type of intervention - "had to look for broken piece and wanted to x-ray." Patient status - fine.